Event description:
This spontaneous case was reported by a regulatory authority and describes the occurrence of pelvic pain ('extreme pain') and pain of extremities ('pain in legs') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pain of extremities (seriousness criterion disability), visual impairment ("vision issue"), back pain ("back pain"), abdominal pain ("abdomen pain"), neck pain ("neck pain"), headache ("headache"), pain ("basically all over pain-unbearable"), pain in upper extremities ("arms pain") and dental caries ("tooth decay"). The patient was treated with surgery. At the time of the report, the pelvic pain, pain of extremities, visual impairment, back pain, abdominal pain, neck pain, headache, pain, pain in upper extremities and dental caries outcome was unknown. The reporter provided no causality assessment for abdominal pain, back pain, dental caries, headache, neck pain, pain, pain of extremities, pelvic pain, visual impairment and pain in upper extremities with essure. The reporter commented: "intervention was mentioned but not specified or assigned to one of the events¿ "disability was mentioned but not specified or assigned to one of the events¿. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.